Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Upon review it was identified that this is a duplicate report. All reported information for this event was reported 3005075853-2021-07692.

Event description:
It was reported that during an unknown procedure that the device continued to make the firing sound for several minutes. Staff removed the battery and the anastomosis seemed to be complete. No further information was provided.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide device info (product code#/lot#/batch#) could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.